Event description:
The affiliate reported a customer alleged two female healthcare workers experienced headache and nausea for one day while working around an sterrad 200 sterilizer. The sterrad cycle had canceled and the door would not close. The employees did not seek medical attention and recovered the next day. This report is for the first employee.

Manufacturer narrative:
(B) (4) - human reaction: capital equipment, unit evaluated at the facility. Fse found the cause of the failure to be electromagnetic valve between the compressor and air tank. The fse replaced these parts. System meets MFR's specifications. This is one of two 3500a reports being submitted. Please ref MFR report number: 2084725-2009-00461.